Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden increase in thresholds. The rv lead perforated and was removed and replaced during open heart surgery for coronary artery bypass graft. The patient experienced pleural effusion, pericardial effusion and hemothorax. No further patient complications have been reported as a result of this event.